Event description:
It was reported that the patient underwent an unspecified spinal procedure. It was reported that the tip of the micro pituitary broke. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device was returned to the manufacturer for evaluation. The upper dynamic jaw is broken off at the base of the shaft. Optical examination discovered a quasi-brittle fracture, with river lines and morphology suggesting a lateral direction of fracture. The location, direction and amount of force required in order induce fracture of the jaw is consistent with lateral bend stress overload.